Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer would encounter fill resistance when filling a cartridge. The customer would remove the needle from the cartridge and use a different section of the cartridge and successfully penetrate the septum. There was no known impact to the customer's blood glucose level.